Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6f device. Access was difficult due to fibrous tissue at the site of entry, a suprabifurcational puncture, verified by fluoroscopy. Mark was obtained, but not easily, one needle did not present. Radiology confirmed that the needle extended 5 mm outside of the barrel. Back down was unsuccessful. Attempts to retrieve the needle were unsuccessful. The patient went to surgery. The device was successfully removed. The arteriotomy and transverse tear were surgically repaired. The patient did fine.